Event description:
It was reported that during a lap gastrectomy, the clip did not come off from the blood vessel after clipping. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.